Event description:
Surgeon reporetd 3 cases of tocix anterior segment syndrome (tass). Two of these cases were from 1 surgery center that operated on 15 pt's that day. The 3rd case w as with a pt who underwent a lens repositioning procedure in the surgeon's office. This report is for 1 of the cases from the surgery center and filed as manufacturer report # 3002037047-2006-00014. The other manufacturer report numbers are: MDR # 3002037047-2006-00015, MDR # 3002037047-2006-00016. The 2 surgery center pt's symptoms were reported as "resolving." It was reported that they are reviewing all possible causes of tass at these facilities including autoclave records and cleaning processes. Follow-up with the surgeon 1 month later revealed that the surgeon believes these 3 cases may be associated with the viscoelastic.

Manufacturer narrative:
The complaint device asssociated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.